Event description:
Pump was returned for service with a report that the unit cycles power on and off until finally unit's battery was depleted. There was no report of any pt injuries or medical intervention related to this device. Info regarding whether or not the device was in use on a pt when this situation occurred was not provided.